Manufacturer narrative:
Insulin pump was recwived and was found to have alarm due to voltage leak. Pump passed self test and no alarm during testing. Pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer indicated via phone call that he received an unexpected restart alarm when he is wearing his insulin pump. He indicated that this occurs every time he changes the battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 111mg/dl at time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.